Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04448, 04449. The pt rec'd three leads with the same lot number and two extensions with the same lot number. It was reported the physician noted signs of infection at the f/u appointment and explanted the pt's entire scs system. It was reported the infection was a (B)(6) infection. During the procedure the wound sites were cleaned, and initially the pt was placed on IV antibiotics then began taking oral antibiotics. F/u identified the pt was well, and the infection was healing.